Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to be fixed. Additionally, the helix of the ra lead failed to retract completely. The ra lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and ¿lead could not be fixed¿. The reported event of helix mechanism issue was confirmed and was isolated to the helix being clogged with blood/tissue. A complete lead was returned in one piece. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. Final analysis found no indication of conductor fractures or internal shorts.